Event description:
It was reported that the user experienced multiple hypoglycemia events while using the ilet system with a dexcom g7 sensor and a teflon infusion set, performed an unsupervised factory reset, and then encountered an on-device setup issue where the ¿press and hold to see drops¿ step and the ¿yes¿ selection were unresponsive, as well as mobile app pairing difficulties that left the app scanning for the ilet. Symptoms included no clinical signs, symptoms, or conditions documented. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.